Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite, updated sw to .21 and replaced the filters as they were very dirty. Successful 2 point o2 calibration was received,circuit test and verification passed as well. The vent was ran for 30 plus minutes and there were no alarms. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 us experienced overheating, but no error codes. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical but a vyaire field service representative(fsr) evaluated the device onsite. Exact root cause not established as the issue is no longer reproducible. No failure detected.